Event description:
"Caller (patient self tester's daughter) alleged discrepant results compared with the reference meter. Results as follows:" date: (B)(6) 2015, inratio: 3.0, poc meter: ---; (B)(6) 2015, 3.4, 1.3. Patient self tester's therapeutic range: 2.0-3.0.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
Brand name changed from inratio pt/inr test strips to inratio 2 pt monitoring system. Number changed to that of the inratio 2 pt monitoring system and serial number is included instead of lot number for the test strips. Device is available for evaluation. Concomitant medical products: inratio pt/inr test strips listed instead of monitor. The 510(k) listed is for the monitor rather than the strips. Device is evaluated by manufacturer and summary included. The monitor is not labeled for single use. Recall is indicated. Includes recall reporting number. The product associated with the complaint was returned for investigation. The complaint was not confirmed during in-house investigation. Investigation of the returned meter using retain strips did not uncover any deficiencies. The meter and strips continue to meet specification and no product deficiencies were observed. The manufacturing records for the lot were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. The impedance curve analysis associated with this case found the curve exhibited a weak slope change. Our CAPA investigation (CAPA-(B)(4)) has determined that impedance curves with weak slope change can cause discrepant results. The inratio meter software may generate an incorrect or discrepant inr result when the patient sample exhibits a weak-slope change impedance curve. The CAPA investigation has also determined that certain patient conditions (e.g. Low hematocrit, sepsis) can contribute to weak slope change impedance curves. No patient conditions were provided by the customer to determine if these led to the weak slope change observed. Further investigation into this issue is being performed under CAPA-(B)(4).